Event description:
A caller reported experiencing a cartridge alarm 20 during pumping, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. As a corrective action, technical support decided to replace the pump and send cartridge and infusion set replacements as per the customer's request. Csa followed up with the customer to inform them that the replacement pump would be delivered on a specified monday, and the customer acknowledged and understood the arrangement.